Event description:
It was reported to philips that the device fails the testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a problem with the test execution. The fse performed the functional test which passed successfully. Also, fse cleaned the paddles, verified functionality of the therapy and ECG ports. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time.